Manufacturer narrative:
H10: two (2) actual samples were received for evaluation. Upon visual inspection, one device was received with a detached bag membrane port. In addition, a loose spike from a tubing set (non-baxter product ) was stuck into the detached membrane port. A visual inspection was performed to the two (2) samples and also to the spike stuck into the detached membrane port . On one of the devices, a separation between the tip port (where the membrane port attaches to the bag) and the membrane port of the bag was observed. No issues were visually observed on the other sample. Functional tests which included under water pressure test, solvent wet test and the minimum insertion tests were performed on both samples and the results were satisfactory. Therefore, the reported condition was not verified on one of the samples, however, was verified on the other. The cause of the condition could not be determined, however, a probable cause was user related due to the type of spike used to access the bag port based on the spike size used and the resulting friction upon removing the spike. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch mw5114862 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the port from two (2) 500 ml intravia containers completely dislodged from the bag resulting in a leak of the medication. The issue was identified when pulling the blue stopper (tip protector) from the bags. There was no patient involvement. No additional information is available.